Event description:
The pt reported experiencing insulin leakage with several infusion sets from his current box. He stated insulin leaks from the steel needle and the tubing. He experienced elevated blood glucose of up to 600 mg/dl on 3 occasions. He used an infusion set from another lot number and injected insulin via pen to lower his blood glucose. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.